Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she sometimes receives a no delivery alarm on the insulin pump. Customer stated that she receives the no delivery alarm when she gets her basal rates or when she is priming the tubing. Customer's blood glucose was over 400 mg/dl. Customer stated that her blood glucose was in the 400's mg/dl but she was not sure exactly what it was. Customer verified that the insulin did exit and the pump did not alarm no delivery during troubleshooting. Customer was advised that the pump was working as designed. Customer was advised to speak to her health care professional about her scar/hardened tissue.